Event description:
Customer is reporting a false (B)(6) with one sample in the anti-d of the abd/rev gel card lot 042313037-30, exp 11-apr-2014. The same sample has tested as (B)(6) by manual gel method and by tube testing. This issue is occurring on both provues at this facility. Both provues have been taken out of service. Customer refuses to test patient samples on the instruments until a field engineer performs diagnostic checks. Issue started on: (B)(6) 2013. Frequency: 1 sample. Sample ID: not provided. Microtubes/wells or cell (donor #) affected: (B)(6). Methodology used: provue. Incubation time (for manual test only): n/a. Error code: no errors during any testing. Reaction grade obtained: (B)(6). Customer was expecting: (B)(6). Test repeated: yes. Both provues initially gave (B)(6) results in the d microwell. Provue # (B)(4) gave a (B)(6) upon retest. The sample was not retested on provue (B)(6). Manual gel testing using the same lot of gel cards was done twice and produced a 2+ and 3+. Tube method at immediate spin gave a 3+ reaction using immucor anti-d lot 506132 exp 9-25-14. Method used to repeat: provue and tube. Other relevant details: patient is a pregnant female, typed as group b and determined to be (B)(6) with d.o.b. (B)(6). Patient was not transfused with in a year. No further information is known. No erroneous results were reported. No transfusions were given. Customer is not confident the provue is operating as expected, although the qc testing (done with patient samples) passed. Customer is concerned the provue missed very weakly positive reactions with the abd/reverse gel card and fears the same may happen with antibody screens. The result that was reported as negative by the provue should have been positive, or at least flagged by the provue for review. Service order has been generated. Data collected and documentation indicates that field service will investigate, attempt to repair the instrument and close the complaint when resolution has been reached. A service order has been created.

Manufacturer narrative:
The root cause that led to this event cannot be determined based on the information reported by the customer. The fe responded to the site and verified that the instrument is performing to specifications. Quality control testing before and after the service call passed. There was no reported harm to any patients. (B)(4).

Manufacturer narrative:
Initial report sent with mfg # 2250051 instead of mfg #1056600. This report should never have been sent using mfg # 2250051. File will be resubmitted under the correct mfg number.